Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: terumo 0.035; sheath: 6f, 14f; heparin. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported as a general comment that there have been issues with prostar xl devices not being able to be advanced over 0.035 terumo guide wires. Other guide wires (amplatz or back up meier) were used with the prostar xl devices successfully. Sheath sizes used in the procedures were 6f and 14f. The thoracic endovascular aneurysm repair and endovascular aneurysm repair procedures were completed. Hemostasis was achieved with the prostar xl devices. There was no adverse patient effect or clinically significant delay in the procedure or therapy. No additional information was provided.